Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer stated when the onboard charger is plugged in the chair will still drive.